Event description:
In this event it is reported that vdw gold/silver won't hold files and not possible to remove handpiece from contra angle. Outcome of patient injury is pending.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection found: battery (voltage collapses under load) defective. Micromotor gmr 112138 and angle piece 143992 (2020) (heavily soiled / collet defective) cannot be separated, defective. Foot control 189206, measuring cable set and power supply checked, without errors.

Manufacturer narrative:
We have received information that patient was not injured.